Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead found no anomalies with the exception of procedural damage. Electrical testing found no conductor fractures but an internal short noted due to over torqued inner coil at the connector region.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker showed that the right ventricular (rv) lead had high capture threshold and loss of capture. The rv lead was explanted and replaced. The patient was in stable condition.